Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No investigation was found necessary for this complaint since system functioned as intended by asserting appropriate low glucose alerts during the time of incident. User was able to regain consciousness by herself and after that she ate sugar to increase glycemic levels. User did not require any medical attention or intervention.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event and became unconscious and fainted. Patient received predictive low glucose alerts on the mobile device. The patient regained consciousness on her own. She ate sugar to rise the glycemia.